Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, the sureform 60 stapler would not open after firing. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
The sureform 60 stapler instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly without any issues. The instrument was retested and passed on both attempts and no errors appeared during testing. A review of logs showed no failures. No damage was found. The root cause is attributed to non-device related factors. A review of the site's complaint history identified related complaints for the other sureform 60 stapler instruments involved in this event. Refer to the reports with patient (B)(6). No image or procedure video was provided for review. A review of the instrument log for the sureform 60 stapler instrument (480460-09/ l92211123 0082) associated with this event has been performed. Per the logs, the instrument was used on (B)(6) 2022. This complaint is being reported based on the following conclusion: it was alleged that the sureform stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.